Manufacturer narrative:
Complaint conclusion: as reported, the physician stated that during a complex evar case/aneurysm, a 10mm2cm 80 powerflex pro balloon could not be deflated. It occurred during post-dilatation of an endograft (atrium covered stent in the celiac trunk). The balloon didn't deflate staying inflated in the aorta, blocking distal flow. The physician tried different techniques to retrieve and deflate it with mixed success (cut the proximal body of the balloon outside of the patient). After 2 hours, he was able to break the balloon with a cutting balloon. Due to prolonged inflation in the aorta, the patient went underwent a long period of gastrointestinal ischemia. Prolonged hospitalization of about two hours. The patient was transferred to intensive care. The patient expired a month and half later. The physician confirmed that a direct link between the problem with the balloon and the death of the patient could not be established. The device was not returned for analysis nor was a sterile lot number provided. A DHR could not be conducted. Without return of the device for analysis the reported ¿deflation difficulty ¿ unable to¿ could not be confirmed and the exact cause could not be determined. In this case, limited procedural details are available for review. Vessel characteristics leading up to and within the target lesion (such as tortuosity) are unknown. The contrast to saline ratio is unknown. The instruction for use instructs to ¿prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution.¿ use of a contrast ratio greater than recommended can contribute to deflation difficulty. Difficulty deflating the balloon of an angioplasty catheter can lead to diminished blood supply distal to the device and ultimately ischemia. This is a known adverse event and is noted in the instructions for use. In this case, procedural films were not available for review and the device was not returned. As noted, the physician reported that a ¿direct link between the problem with the balloon and the death of the patient could not be established.¿ based on the limited information and the inability to assign or determine a root cause, no corrective actions will be taken at this time.

Event description:
As reported by the affiliate following a conference in (B)(6), the physician stated that during a complex evar case/aneurysm, a 10mm2cm 80 powerflex pro balloon could not be deflated. It occurred during post-dilatation of an endograft (atrium covered stent in the celiac trunk). The balloon didn't deflate staying inflated in the aorta, blocking distal flow. The physician tried different techniques to retrieve and deflate it with mixed success (cut the proximal body of the balloon outside of the patient). After 2 hours, he finally achieved the break to break the balloon with a cutting balloon. Due to prolonged inflation in the aorta, the patient went underwent a long period of gastrointestinal ischemia. Prolonged hospitalization of about two hours. The patient was transferred to intensive care. The patient expired a month and half later. The physician confirmed that a direct link between the problem with the balloon and the death of the patient could not be established.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. A device history record (DHR) review could not be conducted without a lot number.